Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon eval, the battery pack was unable to connect to a monitor or charger due to a damaged battery connector. The root cause for the damaged connector could not be positively identified but was likely excessive force. No adverse event resulted from the defective battery pack. The last pt to use this battery pack did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. Upon servicing of battery pack sn (B)(4), the battery was unable to connect to a monitor or charger. The last pt to use this batter pack did not report any deficiencies.